Event description:
The customer reported to beckman coulter (bec) a leak of 25 ml in volume on the right side of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The msds was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), including a laboratory coat and gloves at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found a pinhole leak in pinch valve (vl) 4b tubing. The fse replaced the tubing which resolved the leak. The fse also found a pressure leak at tubing attached to the rocker bed air cylinder. The fse trimmed the tubing correcting the air leak. A pressure leak at the rocker bed may cause instrument malfunction if solenoids do not have enough pressure to open and close. However, this malfunction will not affect patient results as the instrument will become inoperable not allowing the instrument to detect the next tube for sample aspiration. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode is related to a pinhole leak in vl4b tubing. The pressure leak was due to the tubing attached to the rocker bed air cylinder. (B)(4).